Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula was bent and had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 320 mg/dl while wearing the pod. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged and bent. Additionally, it was reported that the pod was leaking insulin during a correction bolus. The patient was also experiencing nausea. As treatment a manual injection of insulin was delivered and a new pod was applied. The patient's bgs dropped back down to 88 mg/dl.